Event description:
It was reported that the dso seal, and torn battery compartment lid gasket. There was no patient involvement or harm.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that confirmed complaint of dso seal delaminated and battery compartment damaged, through visual inspection. Replaced dso seal and battery compartment. Upon further investigation, found lcd lens nicked, uso seal delaminated, and error code 46228. Replaced lcd lens, uso seal, and pwa board. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed pvt. Unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.